Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 259 mg/dl. Customer changed pump supplies to address the occlusion. In addition, it was reported that the customer experienced an elevated blood glucose level of 531 mg/dl, cause was unknown. A correction bolus was delivered to address high bg. Tandem technical support performed a system check and determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.